Event description:
The customer further reported that the intended procedure was completed using another device. It was unknown what procedure was being performed and if there was any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The returned device was evaluated, and the user's request of a ¿feeling of wire broken¿ was not confirmed. However, the device evaluation identified the cable sheath was torn below the protective boot cover exposing the internal elements. Additionally, fluid invasion was found inside the cable, image sensor (ccd) unit and the video connector is cracked. The DHR retention period is 15 years. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Based on the investigation, the customer issue was not confirmed and no nonconformances were found. However, the most probable cause of the reported event is potentially due to damage to the cable unit. A definitive root cause cannot be identified. To mitigate damage to the device, the instructions for use provides the following: warning. - the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is still in progress and follow up with the user facility is currently being performed. However, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the "feeling of wire broken, separation: non object" from the camera head. The problem was found during an unspecified event. There were no reports of patient harm.